Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to pain. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on april 27, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 22, 2023.